Event description:
The user reported a sudden loss of hearing sensation a few days before the follow-up appointment on (B)(6) 2021 ; however, the system was reportedly showing a weak coupling only when the dl-coil or the max-coil were moved to a certain place, in a different position away from the magnetic center. The user had good hearing performance before. Reportedly, it seemed unlikely that the housing may have moved as the coupling would have stayed stable in the magnetic center as the magnet would have been moved with the housing. The recipient did not report any accident or mechanical stress nor pain in the implant area. There was no swelling around the implant. The user has been reimplanted on (B)(6) 2021 .

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The investigation findings appear to match the content of the user report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden loss of hearing sensation.